Event description:
It was reported that during an ureteroscopy, the fiber tip broke, and fragments were retrieved with grasping forceps. It was indicated that 8 joules had been delivered at 0.8 hertz when the fracture occurred. A second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this slimline sis 200 fiber underwent a thorough analysis. The fiber was microscopically examined, identifying the tip was broken off. Visual inspection of the fiber body did not identify any breaks. There were no anomalies within the fiber connector. Upon functional testing, it was noted that the aiming beam was bright and distorted due to the fiber break. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break leading to the aim beam to be distorted. Based on the information available and analysis results, the reported allegation of the fiber breaking inside the patient was confirmed.

Event description:
It was reported that during an ureteroscopy, the fiber tip broke, and fragments were retrieved with grasping forceps. It was indicated that 8 joules had been delivered at 0.8 hertz when the fracture occurred. A second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this slimline sis 200 fiber underwent a thorough analysis. The fiber was microscopically examined, identifying the tip was broken off. Visual inspection of the fiber body did not identify any breaks. There were no anomalies within the fiber connector. Upon functional testing, it was noted that the aiming beam was bright and distorted due to the fiber break. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break leading to the aim beam to be distorted. Based on the information available and analysis results, the reported allegation of the fiber breaking inside the patient was confirmed.

Event description:
It was reported that during an ureteroscopy, the fiber tip broke, and fragments were retrieved with grasping forceps. It was indicated that 8 joules had been delivered at 0.8 hertz when the fracture occurred. A second fiber was used to complete the procedure. There were no patient complications.